Manufacturer narrative:
Upon failure analysis, the amis broach handle pin was found to be broken: it is a fatigue fracture due to repeated loading and unloading. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a broach extractor ((B)(4)) is always available in each instrumentation kit for stem implantation to could remove a broach, in case of need. In the surgical techniques for hip implantation, it is clearly explained how and when to use the broach extractor, but the surgeon has not realized that this instrument was available and extracted the broach improperly causing pt injury. It is the first time that a similar event happens, because, even if a pin of the broach handle was broken, the surgery was always completed successfully with the instruments available in medacta sets.

Event description:
The mobile pin of the broach handle broke during extraction and stuck into the broach. The surgeon removed the broach with a punch and the femur fractured.